Event description:
It was reported that during an intervention, the screw broke off. It is unknown if a backup device was available, if a delay happened in the procedure. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an acl procedure, the screw broke off. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.

Manufacturer narrative:
Event description updated.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photo shows a biosure regenesorb screw with its distal threads broken off. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.